Event description:
It was reported that during post operative check, capture failure and undersensing were noted by the patient's leadless pacemaker (lp). Chest x-ray confirmed dislodgement into lower inferior vena cava. The lp was explanted. The patient was stable.